Manufacturer narrative:
Neither pt injury nor intervention was reported. A gambro technical svcs (gts) field rep inspected the machine. He verified all pump rotors using rotor check tool. He verified all pump speeds, pressure sensors and scales within MFR's specs. The svc tech performed a simulated treatment. No problem was found. Customer confirmed that warning labels are affixed to machine and that the safety alert training was performed.